Event description:
The customer received a blood glucose reading of 23mg/dl on the contour next usb and felt shaky, which she stated was an indication of low blood glucose. The customer was advised to return the test strips for investigation. New meter and strips were sent to her.